Manufacturer narrative:
Super poligrip original is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In 2000, the pt began using super poligrip original. On an unk date, the pt experienced "zinc toxicity, neuropathy and extensive nerve damage resulting in symptoms that include numbness and tingling in her right foot, difficulty walking and fatigue." This case was assessed as medically serious by gsk. Use of super poligrip original was continued. According to the claim, the events were serious and permanent.